Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator graphic user interface (gui) upper display was changing colors. The pt was stable, and there was no reported pt injury.

Manufacturer narrative:
The coviden customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).